Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 4/4/2019. Device returned to manufacturer: yes. Device evaluation: visual inspection of the returned lens with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date is unknown, information not provided. However, best estimate is between (B)(6) 2018 - (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 24.0 diopter symfony lens was explanted from the patient¿s right eye due to the patient experiencing halos and ghost images. The lens was replaced with a toric iol zct225 23.5 diopter. Patient¿s best corrected visual acuity (bcva) post-op is 20/30. Per follow-up information there were no complications of any kind. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.